Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose (bg) level was high, however, a specific value was not provided. The customer delivered a bolus with the pump to address bg level.